Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone cloud - omnipod 5 software app version cloud - smartphone operating system cloud - smartphone hardware cloud - cgm sensor type.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. The patient reports feeling thirsty. Once at the hospital the patient was diagnosed with high blood sugars as well as a urinary tract infection. The patient was treated with manual insulin shots and ciprofloxacin. The patient was in the hospital for 4 days.